Event description:
The drain was placed in 2003 following a lung cancer excision. When the physician tried to remove the drain in 2003, the drain broke. A portion of the drain was left in the cavitas thoracis. An x-ray was taken and confirmed that a 10cm portion of the drain remained in the pt. The physician has not determined whether to remove the drain or leave it in place. The pt was under observation, but not in serious condition.